Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting like 3 weeks ago the pt's stimulation therapy was not working properly. The pt could not change from one group (a and b) to another. When using therapy it would stop working because it would start unexpectedly scaring them since they would not be expecting the stimulation. When trying to increase intensity it would not let them do so, pt noted it did not give them a message when trying to increase. Pt noted the last time they recharged the ins it did not last because usually their charge level would last a week but this time it only lasted a couple days. Pt noted they had an appointment for next weekend and would like a manufacturer representative (rep) to meet them there like they had done in the past. Troubleshooting was unable to be performed as pt did not have controller present. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.